Event description:
At the request of the customer, the service representative checked that the device was configured properly as a fully automatic defibrillator. The device was found to have the correct hardware for a fully automatic defibrillator (no "shock" button), however, the device software was configured for semi-automatic operation ("shock" button required). This incorrect configuration could cause a shock to not be delivered to a patient if needed when treating a cardiac arrest.

Manufacturer narrative:
Physio control evaluated the device and confirmed the reported problem. The device was found to have the correct hardware for a fully automatic defibrillator (no "shock" button), however, the device software was configured for a semi-automatic operation ("shock" button required). The incorrect software configuration was determined to be due to a manufacturing process error. A replacement device was provided to the customer.